Event description:
Affiliate reported that the distal part of the stripper which maintains the olive was detached from the cord. The surgeon had to make an incision to remove the olive and repeate the stripping.

Manufacturer narrative:
It has been communicated by the affiliate that the device is not available for evaluation. However, since a lot number has been provided, a review of the device history records will be reviewed. We anticipate that the review will reveal that the device conformed to specifications prior to being released to stock. If anything otherwise is noted, a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.